Manufacturer narrative:
Results: the returned lantern was kinked at approximately 110.0 cm from the hub. The device was ovalized from approximately 111.0 cm to 114.0 cm from the hub. During functional testing, a 0.025¿ mandrel was inserted into the returned lantern and resistance was experienced at the ovalization. The mandrel could not be advanced further. Conclusions: evaluation of the returned lantern revealed kinks and ovalizations on its distal shaft. If the device is forcefully advanced or retracted against resistance, damage such as kinks and ovalizations may occur. The difficult patient anatomy likely contributed to the resistance while manipulating the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance the lantern out of the diagnostic catheter and into the celiac artery, despite advancing over a guidewire. It was reported that the celiac artery was extremely stenosed and that the patient had difficult anatomy. Consequently, the distal tip of the lantern became damaged and the lantern was removed. The procedure was then completed using a new lantern. There was no report of an adverse effect to the patient.